Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometime the insulin did not go out it goes towards the needle had. Customer's blood glucose value was unknown at the time of the incident. Customer stated that insulin pump was slower during rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk.(B)(4).